Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that she has pain at the implant site and the implant itself moves around. Patient said she doesn't have back pain, she has pain at the implant that is located in her back. Patient said that her dr. Was aware of this and had touched around the implant area and patient had told him "ouch, don't touch there, it hurts" but nothing has been done about the issue. Troubleshooting was unable to be performed as hcp is aware of issue but no troubleshooting has been done yet to resolve issue. The patient was redirected to their healthcare provider to further address the issue.